Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in a non tortuous and non calcified vessel in the iliac vein. A 16-4 x 5.8 x7 5 xxl esophageal was advanced for dilatation. However, during inflation the balloon ruptured at nominal pressure. The physician used another same device, but upon inflation it was also ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc device.